Event description:
On 4/20/92 reported from noc shift that the bird ventilator had acted-up. It was reported that the pressure support valve flashed and that several other led's were hazy-looking (i.e., low peak pressure, high pressure limit, low ins vt, low peep). It was checked by a bio med technician at st. Mary's medical center. We elected to remove the machine from patient and placed it in our department. We set the machine up with a test lung and bio med checked the machine later in the day. While bio med was here, I accidentally removed the pressure line from the machine. We did not receive a "circ" led. The low peak pressure audio alarmed and led flashed. We then removed the pressure line from the pressure wye and still did similar problems with this ventilator includidng the ventilator shutting down without the alarms sounding. Each incident was checked by bio med and the ventilator had been sent back to the factory prior to this event. No death or injury resulted but could have easily occurred. Factory representative informed of this report being fileddevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: manufacturer. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.